Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and was unable to duplicate the reported issue during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event where the patient was being monitored, the customer's device lost power multiple times. The patient was reportedly only being monitored and there was no report of the patient requiring any defibrillation therapy. The customer was unable to provide any additional details of the patient or the event. There was no report of any adverse outcome as a result of the reported issue.